Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity. The date of the event was (b)(64) 2017. It was reported the patient had a sudden change in therapy/symptoms. The patient experienced altered mental status and was in the intensive care unit (ICU). It was suspected that the pump was over infusing and the patient was getting overdosed. The hcp would like the pump stopped. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.